Event description:
It was reported when using the pyxis medstation es system, the barcode scanner was not working. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cable of the scanner was defective. The field service engineer has successfully replaced the malfunctioning scanner cable, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.